Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal right coronary artery with moderate calcification. Pre-dilatation was performed with the trek; however, the balloon ruptured during the first inflation, at 12 atmospheres, and a dissection occurred at the distal area of the lesion. A longer non-abbott stent was advanced to treat the dissection and the lesion; however, the device was unable to cross. Further dilatation was performed, and the stent was successfully placed. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: trek 2.25-15, sprinter legend 2.5-15. Stent: liberte 3.0-20. Evaluation summary: the catheter was returned with blood visible in the hub, as well as contrast visible in the inflation lumen and the loosely folded balloon. This is consistent with the reported use of the device and a leak or balloon rupture. The analysis confirmed that there was a radial rupture in the middle of the balloon, 1 mm in length. There were two kinks found in the shaft distal to the guide wire exit notch. However, this damage was not originally reported and likely occurred from further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported event. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately calcified and 90% stenosed, which likely contributed to the experienced rupture. Scanning electron microscopy (sem) analysis confirmed a radial leak located on the working length of the balloon, intersecting a fold. There was tearing, mechanical damage and pushed material observed on the outer surface at the leak. The sem analysis determined that the balloon failure may have been attributed to mechanical damage on the outer surface of the balloon. In this case, the balloon material was likely damaged (scratched) from an interaction with other devices and/or the calcified lesion, such that the balloon ruptured upon inflation attempt. To ensure this type of damage is not a result of a potential product deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. Based on the information received, the analysis of the returned product and the results of the sem analysis, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported from this lot. The reported patient effect of dissection, is listed in the product instructions for use as a known adverse event associated with coronary stenting procedures and is not necessarily an indication of a product quality deficiency. The additional therapy/non-surgical treatment appears to be a secondary effect of the dissection as a stent was implanted to treat the dissection and the lesion. Although a definitive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a quality deficiency associated with the product. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.